Event description:
This complaint was created due to the receipt of a medwatch report mw5110495 on 21jun22. The report was found to be written against 134006, pencil, abc, bend-a-beam, 6" long, that was being used during a liver transplant procedure on (B)(6) 2022. The report stated ¿about halfway through a liver transplant procedure (3 hours), the transplant fellow removed his finger from the button on the argon beam handpiece, which was 2-3 feet away from the patient's tissue. The fellow noticed that the tip of the device created a spark of about ½ of an inch. He immediately placed the device in sterile water. The surgical team removed the handpiece from the field and bagged it in its sterile packaging. The team noticed that the tip looked charred and melted. A new handpiece was obtained and used for the rest of the transplant procedure without any problems. There was no harm to the patient. FDA safety report.¿ further assessment questioning found "yes there was a flame/fire on the end of the device itself. (1/2 inch) we typically do not use the device until towards the end of the procedure to clean up bleeding. Sometimes if the patients bleed early on during the case we will use it, but not always. The normal settings that we use for all liver transplants I think it is 150.¿ it was also reported that the procedure was completed with no delay and ¿no harm to the patient.¿ there was no report of injury, medical intervention, or hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet returned.

Event description:
This complaint was created due to the receipt of a medwatch report mw5110495 on 21jun2022. The report was found to be written against 134006, pencil, abc,bend-a-beam,6" long, that was being used during a liver transplant procedure on (B)(6) 2022. The report stated ¿about halfway through a liver transplant procedure (3 hours), the transplant fellow removed his finger from the button on the argon beam handpiece, which was 2-3 feet away from the patient's tissue. The fellow noticed that the tip of the device created a spark of about ½ of an inch. He immediately placed the device in sterile water. The surgical team removed the handpiece from the field and bagged it in its sterile packaging. The team noticed that the tip looked charred and melted. A new handpiece was obtained and used for the rest of the transplant procedure without any problems. There was no harm to the patient. FDA safety report.¿ further assessment questioning found "yes there was a flame/fire on the end of the device itself. (1/2 inch) we typically do not use the device until towards the end of the procedure to clean up bleeding. Sometimes if the patients bleed early on during the case we will use it, but not always. The normal settings that we use for all liver transplants I think it is 150.¿ it was also reported that the procedure was completed with no delay and ¿no harm to the patient.¿ there was no report of injury, medical intervention, or hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the device creating a spark is confirmed. Received one 134006 in original opened package. Lot number was verified. Performed a visual inspection the tip of the pencil was burnt and melted with visible metal showing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaint, regarding (B)(4) device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per IFU use of the handpiece with insufficient argon gas flow may severely damage the tip. This issue will continue to be monitored through the complaint system to assure patient safety.